Event description:
It was reported that one day post implant, the patient experienced a pleural effusion. The patient was medically treated and the device and leads remain in use. It was noted that the patient is taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product ID synox sx j competitor implantable pacing lead product ID 459878 implantable pacing lead implanted: 2013 (B)(6); product ID synox sx b competitor implantable pacing lead. (B)(4).